Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no image on screen during endoscopic retrograde cholangiopancreatography therapeutic procedure that was completed with the same device involving an olympus video system center. There was no patient injury reported.